Event description:
Customer reported "when I pulled the AED pads from my avive AED, they never activated and it never recognized that I had applied them. Another care team member arrived just after me so we used another avive AED and it worked and shocked the patient."